Event description:
The customer observed discrepant patient results generated by the architect analyzer. The customer noticed leaking from the instrument ict waste manifold. The customer noted that the check valve (nozzle no. 14) didn't work and didn't discharge waste from the instrument. The valve was replaced with no other issues. No reports of exposure to hazardous material were reported. No impact to patient management or user safety was reported. The customer provided data generated during the leaking issue. The results were reported lower than what they were expected to be and they were later repeated and corrected after the leaking issue was resolved. One patient sample (sid (B)(6)) generated an incorrect chloride result of 92 meq/l which was corrected to 101 meq/l.

Manufacturer narrative:
(B)(4). Evaluation is in process and the results will be submitted in a follow-up report.